Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. Sample could not be sent due to covid-19 the photos depicted a single loose threaded lock piece. The cannula was observed to have been broken at the base and placed loosely on top of it. The defect appeared to extend to the luer lock connection which was indented. However, it was not clear whether there was a molding defect or damage to the luer and the cannula connections. There appeared to be some damage to the edge of the piece outside the connections. Cavity # could not be determined from the photos. Physical sample is necessary to evaluate the type of defect being observed in the photos and its potential cause. Without the physical sample, the defect and the potential root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use the tip of interlink breaks off with a bd threaded lock cannula. The following information was provided by the initial reporter, translated from japanese to english: a needle was broken and hcp couldn't connect it.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the tip of interlink breaks off with a bd threaded lock cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: a needle was broken and hcp couldn't connect it.